Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and ¿unidentified white object was found at the spiral head end.¿ final analysis found that as received, a complete lead was returned in one piece with the helix found retracted clogged with blood. The reported event of "unidentified white object was found at the spiral head end" was not confirmed. The steroid plug was not returned with lead. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Manufacturer narrative:
Correction: b5, h6.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited loss of capture. X-ray was taken and it was confirmed that the atrial lead had dislodged. The atrial lead was explanted and a white material was found at the helix. There were no patient consequences.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited a high capture threshold. Dislodgement was suspected but the imaging couldn't confirm the dislodgement. The atrial lead was explanted and a white material was found at the helix. There were no patient consequences.